Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold at 2.8v. It was also noted that the presenting electrogram (egm) demonstrated that there was loss of capture (loc). Technical services (ts) suggested in-clinic evaluation of the lead. No adverse patient effects were reported. Currently, this lead remains in service.